Event description:
The abbott software engineer contacted the abbott customer support center to report an issue with the accelerator automated processing system (aps) input/output module. If a sample ID (sid) is transmitted to the aps with any lower case characters, the asp treats and displays info appropriately on the screen, however, when the aps transmits the 'prepare to run' message to the analyzer, it converts the sid to all upper case characters. This causes the analyzer to query the host with the wrong sid in all upper case characters instead of the original lower case format.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.